Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent an initial total knee procedure on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to the locking bar fracturing and becoming dislodged. All components were removed and replaced with competitor products. No further information has been provided.